Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a device embolization and death occurred. A left atrial appendage (laa) closure procedure was performed. The shape of the laa was complex with a shallow depth. A 30 mm watchman ® laa closure device and delivery system was used with a watchman® access system. On the first deployment the closure device protruded 10 mm on the inferior side after the physician slightly pulled it. The closure device was fully recaptured as the physician thought the position was inappropriate. On the second deployment the closure device was fully recaptured again due to the position being inappropriate. The same closure device was deployed a third time and met all release criteria, the closure device protruded 9 mm on the inferior side and compression was 17%. The procedure was completed at 11:00 am and the patient was stable. At 11:00 pm, that same day the patient felt chest pain and was in a state of syncope a few minutes later. The patient had underwent ablation and was in sinus rhythm. They immediately ¿rescued¿ the patient. They had found that the closure device embolized from the laa into the mitral valve. They tried to send the patient to the operating room, but the patient did not make it to open heart surgery. It was noted that a robust tug test may have not been completed during the procedure. The patient expired and no autopsy was performed.